Event description:
A medtronic representative received a report from a site that an open spine clamp, while in sterile processing, was discovered to be damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported the screw to tighten down the spinous process clamp was beginning to become stripped. The clamp still functioned properly. Site requested replacement. RMA issued. Replacement spine clamp shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.